Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.in addition, the computer was returned to the manufacturer for analysis. Initial testing showed the computer to boot to login screen with proper video output. Further testing showed video graphics card (vgc) did not pass the glxgears test within a couple of seconds after starting. The vgc was replaced and the computer then passed all testing. The computer was confirmed to have a hardware issue with the video graphics card. The computer was replaced to resolve the issue. After computer replacement, the navigation system was fully functional and used successfully in 3 subsequent surgeries.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the software became unresponsive in the registration screen. In trouble-shooting, the navigation system was re-booted and the surgeon proceeded to navigate. In the navigate screen, the crosshairs were green, however, changed between dashed and solid lines. The surgeon opted to discontinue the use of this navigation system and brought in a second system to continue. The surgeon completed the procedure with the use of the second navigation system. There was no impact on patient outcome.